Event description:
It was reported that the battery of this implantable pacemaker dropped from five and a half years to three years in a span of couple of weeks. A request was made to have data from the device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported.